Event description:
Baxter columbia reports "during the purge, water leakage in the connection" of the transfer set. This was noted during use with no patient injury or medical intervention reported by the complaint coordinator.